Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 180 mg/dl. The customer stated that the insulin pump alarmed, so he rewound the device a few times. He stated that he also changed the insertion site of the infusion set as well, but the insulin pump still alarmed no delivery. Upon troubleshooting, insulin did not exit during a fixed prime. Insulin did exit with a manual prime. He was advised that the insulin pump was working as designed. He was informed that the alarm had been caused by an infusion set or reservoir occlusion. Nothing further reported.